Event description:
Healthcare professional reported "tried to open and separate the sterile tray from the non-sterile tray and the implant was stuck". This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: not observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "tried to open and separate the sterile tray from the non sterile tray and the implant was stuck". This record is for an unknown side. Device was not implanted.